Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis, but the reported failure could not be reproduced on generator connected to system. The logs could not confirm the fault that occurred in the field. Visual inspection showed that the unit has no significant scratches or dents. The front bezel was in decent condition. The unit was installed onto a golden system and functioned as expected.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure the site was unable to ground the integrated electro surgical unit (iesu). Prior to calling in the site tried another grounding pad, and they stated that they were unable to achieve grounding on their arm as well. It was confirmed that site was going to use a third-party generator.